Manufacturer narrative:
This device was returned for service; however, did not meet manufacturing specifications during pre-repair assessment. Reliability engineering evaluated the device and observed that light emitting diode (led) did not come on bay three of the device. It was further observed that the device would not charge and there were errors on the device. Therefore, the reported condition was confirmed. The assignable root cause was determined to be due to wear on components from use. If additional information should become available, a supplemental medwatch report will be sent accordingly..

Event description:
It was reported that during service and repair pre-testing, it was observed that light emitting diode (led) did not come on bay three of the universal battery charger device when the battery devices were charging. During in-house engineering evaluation, it was observed that device would not charge and there were errors on the device. The event was not related to surgery. There was no patient involvement reported. There were no injuries or medical intervention associated with this event. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.